Manufacturer narrative:
Other relevant device(s) are: product ID: 9735638, version (B)(4). A system checkout was performed. It was confirmed that the electromagnetic localization box was not communicating with the system. Re-installing the system application software resolved the issue. The system then passed a system checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a planned maintenance (pm), the electromagnetic localization box was having issues connecting to the navigation system. The manufacturing representative rebooted the system and electromagnetic localization box while disconnected, then powered both systems on separately, and once both were up and the navigation system was fully on, the communication cable connected. The electromagnetic box was then connected and read a 7, but then the emitter started intermittently powering on or remaining off. Additionally, only about half the time when the navigation system was booted up would the electromagnetic interface launch. At those times, the electromagnetic localization box read an 8 in the back box. Troubleshooting was performed by reloading the software on the system. After doing this and rebooting the system multiple times, there were no more issues. There was no patient involved.

Manufacturer narrative:
H3: software analysis was completed and it was determined that upon reviewing the case, it was determined that this is an instance of testtrack #11124. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.